Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported through legal claims that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to urinary incontinence. Following the insertion patient has suffered from pelvic, back and abdominal pain on an ongoing basis, numerous infections and cannot engage in sexual relations. Patient has undergone mesh removal on (B)(6) 2010. It is reported that patient has experienced physical, psychological and emotional suffering, pain, and has sustained permanent and debilitating injuries. No additional information was provided.